Event description:
Additional information was received which noted that the lead exhibited shock impedance measurements of less than 20 ohms and high shock impedances prior to the replacement of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead received inappropriate shocks due to noise and oversensing. The lead had been pulled back and was in the pocket. The patient was noted to have been a twiddler. The shock impedance measurements and rv intrinsic amplitude measurements were also noted to have been out of range. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional testing of the lead was performed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead body was slightly twisted at the middle section. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis noted that the slight twist in the lead body could have been related to the patient twiddling the lead.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.